Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver displayed errhwbat. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Catalog # - correction "stk-gf-010."

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver failed to charge and reboot due to the receiver not turning on. The battery was replaced with a known good battery and the receiver turned on. The log was downloaded and reviewed finding hardware errors. Functional testing was performed and it passed. The receiver case was opened and the internal inspection passed. The battery voltage was measured and it failed due to low voltage. The allegation was confirmed. The root cause was determined to be a defective battery.